Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a blister underneath the front therapy electrode. The patient's nurse reported that the blister was open and bleeding slightly. Further follow-up attempts were unsuccessful. It is unknown if the patient received medical intervention for the injury. The patient's medical outcome is unknown.